Event description:
When removing the wound drain, it broke and aproximately six inches of the drain remained inside the pt. The drain was placed in 03 following a laparotomy for an ovarian mass and was being removed 2 days later when it broke. There was no pre-existing pt or medical history that may have contributed to the event. The dr sutured the drain to the skin with 2-0 nylon. No perforations were made in the drain during placement. Drain was checked for free motion during closure. No x-rays were taken post-op to confirm placement. Minimal resistance noted when removing, drain reportedly snapped with gentle pressure. Drain fragment was removed in surgery through the 5" vertical infraumbilical incision. No further complications were reported.